Manufacturer narrative:
This information was previously submitted in 1415939-2019-00104 against the incorrect manufacturing site. This report is being to correct that error identified on nov 1, 2019. Manufacturing dates: 2019/05 (03017m700); 2019/05 (03018m700); 2019/06 (02008m700); 2009/03/27 (s/n (B)(4)) expiration dates: 2020/05/27 (03017m700); 2020/05/19 (03018m700); 2020/06/02 (02008m700); n/a (s/n (B)(4)) a review of tickets determined no increase in complaint activity for abbott prism reaction trays, list number (ln) 05a07-01, lots 03017m700, 03018m700 and 02008m700 and no trends were identified for the issue. Abbott retained samples and tray returns from the customer site were examined via (ftir) fourier-transform infrared spectroscopy and microscopic analysis. No significant differences were observed. Customer data was reviewed for both prism hcv regarding initial reactive rate (%ir) and repeat reactive rate (%rr) for the weeks from 31dec2017 through 07jul2019 and prism hcv regarding (%ir) and (%rr) obtained. The prism hcv initial and repeat (B)(6) rates for all weeks were below the upper 95% confidence limit for plasma donors. Prism hcv rates with tray lots were compared to (B)(6) rates obtained with all other tray lots used in the timeframe 01mar2019- 15jul2019 at the customer site. Both initial and repeat prism hcv (B)(6) rates obtained with reaction tray lots are below the prism hcv (B)(6) rate 95% upper confidence intervals for plasma donors. Component analyses of complaint tray lots 03017m700, 03018m700 and 02008m700 were also completed. No correlation of reaction tray tops, bottoms, blotter batches utilized was found. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the results of this investigation no product deficiency was identified for prism reaction trays.

Event description:
The customer observed (B)(6) results on the prism analyzer. Eleven results were repeat (B)(6). There was no impact to patient management reported.